Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during stent-assisted coil embolization, the enterprise stent (enc452212/10325212) could not be advanced through the prowler select plus microcatheter (606s255x/17091601) shaft. There was a severe resistance during stent advancement. The surgeon removed the microcatheter and stent. He noted that there was a kink at the distal end the microcatheter, which is suspected to have been formed after the microcatheter was removed. The surgeon had to change to a new microcatheter and stent to complete the procedure. There was no report on patient injury. There was no significant clinical delay to the procedure as a result of the issue. When the coil was removed from the patient there was no damage on any part of the device. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The device was inspected and it was found compressed. The micro-catheter was inspected under microscope and it was found compressed. The ID from the micro-catheter was measured and found within specification according to document. The received micro catheter was flushed using a lab sample syringe (635-002), after that a guide wire 0.018¿ lab sample was introduced into the micro catheter and it can be advance through of the device; friction was felt when the guide wire was passed through the compressed section found on the micro catheter. The guide wire was removed from the micro-catheter and after that an enterprise lab sample was introduced into the micro-catheter and it was advance smoothly until it was stuck when the enterprise lab sample was tried to pass through of the compressed section found on the micro-catheter. A review of the manufacturing documentation associated with this lot 17091601 presented no issues during the manufacturing process that can be related to the reported complaint. The events the catheter is kinked and the catheter obstructed the stent were confirmed. The failure experienced by the customer appears was due to the compressed section noted on the received micro catheter. The compressed section found on the micro catheter was apparently caused by applying excessive force on the device but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to this failure. Additionally, inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.